Event description:
It was reported that a patient experienced a breach in aseptic technique during an unknown cycle of peritoneal dialysis therapy. It was reported that the patient forgot to wear their mask when changing peritoneal dialysis solutions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient forgot to wear their mask when changing peritoneal dialysis solutions. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.